Event description:
While raising the resident out of the wheelchair, the steel top hook of the chair broke. As resident was still over chair, she landed back on the chair seat. No injury. Proper procedure used for transfer.